Event description:
Philips received a complaint from the customer on the v60 indicating that the device is giving an error code 1104 check vent: backup alarm failed message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The problem may be due to the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, or power management (pm) pcba. The mentioned parts were recommended for replacement to resolve the issue. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the central processing unit pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. D4 - product UDI number is corrected.